Event description:
The manufacturer received information alleging device failed system setup test. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging device failed system setup test. There was no harm or injury reported. Onsite service provided, field service engineer replaced the three-way solenoid valve and proportional valve to address the issue.